Event description:
It was reported that "the navigator implant was loaded onto the driver in the normal fashion. The driver was then inspected to assure it was on correctly. Dr (B)(6) impacted the device and noticed that the portion of the cage that attaches the cage to the inserter had broken off and remained on the inserter. The cage was in a good position, he had the piece that broke off¿so he used a secondary impactor to finally seat the implant and we moved on. The cage remained in the pt in a good position".

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.